Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer did return one unopened si-09700 kit as a representative sample. The kit was opened and the sheath and dilator were visually inspected. No issues were found. The opening of the sheath valve where the dilator locks in place was measured and was found to be within specification. The portion of the dilator that locks into the sheath valve was measured and was also within specification. The dilator was snapped into the sheath hub and required a standard amount of force to be removed. A device history record (DHR) review was performed and no relevant findings were identified. The customer complaint of the dilator not locking into the sheath valve could not be determined during investigation of the returned representative sample. During functional testing the dilator was found to lock into the sheath as intended. However, the probable cause could not be established based upon the information provided and without the actual sample.

Event description:
The customer reports a problematic adjustment/fit of the dilator inside the sheath and as a result the compression of the sheath caused a delay to the procedure and made the insertion of the temporary pacemaker difficult and time consuming.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a problematic adjustment/fit of the dilator inside the sheath and as a result the compression of the sheath caused a delay to the procedure and made the insertion of the temporary pacemaker difficult and time consuming.